Manufacturer narrative:
There was intermittent button response due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot, case cracked at the display window corner, minor scratches on lcd window, and scratches on the reservoir window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump had a broken battery tube thread. The customer's blood glucose was not known. Nothing further reported.